Event description:
The intralase fs laser and intralase patient interface were used to create the corneal flaps for bilaterial lasik surgeon. During surgery on the os eye, the dissection was incomplete and resulted in a torn corneal flap. The incomplete dissection was later attributed to a bent patient interface cone. The lasik surgery was then performed successfully and the patient's best corrected visual acuity (bcva) in the affected eye was 20/25 at the one week postoperative visit. The patient's preoperative bcva was 20/20. At the time of the complaint closure, the patient's bcva improved to 20/20 at the 3 month postoperative visit. 6 months later intralase was notified that this patient had lasik enhancement performed on both eyes, the enhancement procedure was not performed as a result of the complication. During the enhancement on the os eye, a 160-micron flap was created with the intralase fs laser. The surgeon observed gas bubbles forming under the previous flap, so he waited 5 hours and then created a second flap at a depth of 200 microns. The flap was lifted successfully and the excimer ablation was performed. At the patient's most recent postoperative visit, the bcva in os eye had decreased from 20/20 preoperatively to 20/50 and irregular astigmatism was observed. The surgeon is considering performing a custom excimer treatment.